Event description:
A severely calcified lesion in the right coronary artery was pre-dilated with another manufacturer's 2.5mm diameter ptca balloon. It was reported the balloon burst at 18 atms not adequately dilating the lesion. A 3.0mm diameter by 15mm length s7 stent delivery system was then inserted into the artery. Despite attempts to rotate the stent delivery catheter 720 degrees in an attempt to cross the target lesion, the stent could only be partially tracked into the lesion. It was not possible to cross the lesion, therefore, the stent delivery system was pulled back in the coronary artery. Upon removal of the stent delivery system, the stent dislodged from the delivery balloon and remained partially cross the lesion. The stent was successfully snared and removed from the pt. The target lesion was subsequently treated with the deployment of a s670 stent. The pt was fine post procedure and there is no additional clinical sequelae reported related to the event. The severely calcified lesion contributed to the stent no crossing the target lesion and the dislodgement of the stent. The instructions for use were not performed when the severely calcified lesion was not 1:1 pre-dilated.